Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have the right atrial automatic threshold (raat) test in programmed amplitude or suspended mode. This right atrial (ra) lead auto output was adjusted to 5.0 volts. Additionally, ra capture could not be confirmed on the presenting electrogram (egm). No adverse patient effects were reported. This device system remains in service.